Event description:
Health issue from mercury toxicity from dental fillings. My heavy metal test results showed high levels of mercury and I have had health issues the last 2 years that my dr believes is a result of the mercury toxicity.